Manufacturer narrative:
The insulin pump failed to vibrate during self test due to broken black wire on vibrator motor. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the bolus wizard on the insulin pump was not working. The device would only display 0.0. Customer also stated the there might be a loose part in the reservoir compartment. Customer stated blood glucose was higher then usual. Customer's blood glucose was 152 mg/dl. The drive support cap was normal. No air bubble or leaks noted. Manual prime was performed and insulin did exit. Settings were correct on the device. High pressure test was performed and insulin did exit. Displacement test was performed and device passed. Did self test on the device and it did not vibrate and only did three tones. Reran self test and again it did not vibrate. Customer was advised to revert to back up plan. No further information reported.